Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor broke upon impaction. No surgical delay, all pieces retrieved.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.